Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Products met final inspection and testing requirements prior to shipment.

Event description:
The patient had sweat gland removal surgery a few years ago. There were a few scars on both axilla. The miradry procedure was successfully completed with no issues reported. The physician did not treat the scarred areas. The day after treatment, patient complained of left arm numbness and weakness in the index finger and thumb. The physician prescribed 10mg/day of an oral steroid x 3 days which did not help. After 1 week, he added a b complex. The physician evaluated the patient's ulnar nerve and median nerve. The left armpit was still swollen and when pressed, the patient felt immediate numbness in the left arm. She was unable to make a fist, and the left thumb and index finger can only form a weak "c or l". The patient reported soreness near the t4 spinal column as a new symptom approximately one month after treatment.